Manufacturer narrative:
Trackwise ID (B)(4).

Event description:
Related to (B)(4). The hospital reported that the hst iii system (3.8mm) during opcab based on the IFU, punched it with an aortic cutter and implanted, but the seal came off. The seal failed to load into the aorta properly. The white plunger was pressed. Blood trace was observed. The same new product was used and loaded according to the IFU, but a total of two failed due to the seal coming off again, and a new product was used again. The patient has no harm at all.

Manufacturer narrative:
Trackwise ID (B)(4).

Manufacturer narrative:
Trackwise # (B)(4). The lot # 25162165 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. The device was returned to the factory for evaluation on 04/29/2022. Photographs were provided by the account. A photographic inspection was conducted. Signs of clinical use and evidence of heavy blood was observed on the delivery device as well as on the aortic cutter and the loading device. The seal was partially observed in the photograph. Blood was observed on the seal. An investigation was conducted on 05/24/2022. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the delivery device as well as on the seal indicating an attempt was made to introduce the device into the aorta. The seal was observed outside the delivery device and in unraveled state. The blue string was observed to be cut from the tension spring assembly indicating an attempt was made to remove the device from the aorta. Blood was observed on the delivery device with the white plunger fully depressed and the blue safety off which allows for the white plunger to be depressed. No measurements of the delivery device were taken due to the presence of blood. Based on the returned condition of the device, the photographic inspection as well as the investigation, the reported failure "activation problem" was not confirmed.

Event description:
N/a.